Event description:
Pt self-administers gammaglobulin subcutaneously every week. He uses the freedom60 syringe pump and his pharmacy switched him from the rms f2400 flow rate tubing to the emed infuset 1850, stating that they were equivalent. When doing the infusion using the infuset tubing, it caused a vibration/tingling sensation at each infusion site for most of the duration of the infusion. This sensation caused irritation to already sensitive infusion sites. Pt tried the infuset again a week later with the same result. The infusion with the infuset 1850 ran about 15% faster that the infusion with the rms 2400 tubing.